Manufacturer narrative:
Updated: b5 (describe event or problem), d9 (device availability), h3 (device evaluated by manufacturer), h6 (type of investigation). One fogarty catheter was received at our product evaluation laboratory for a full evaluation. Customer report of balloon could not be deflated was confirmed due to balloon condition as received. The proximal bushing and windings had slipped distal on the catheter tip. Proximal windings were located on the balloon inflation port. Adhesive were visible at the bond location on the catheter tip. No damages were observed from the surface of balloon latex. No visible damage was observed from distal and proximal windings and catheter body. The through lumen was found to be patent and did not leak. Per the instructions for use " balloon rupture and catheter separation as a result of excessive pull force applied to remove adherent material are the most frequent causes of reported failures." And " to minimize the risk of vessel damage, balloon rupture, or tip detachment, do not exceed the maximum recommended inflation volume and pull force for each size catheter". No visible damage was observed from distal and proximal windings and catheter body. The through lumen was found to be patent and did not leak. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during use in patient with this vascular catheter, the balloon could not be deflated. For catheter exchange, it could be removed easily pulling it back. There were two units involved ( initial medwatch #32448 and initial medwatch # 32453), both used with same patient. There was no allegation of patient injury. The devices were available for evaluation.

Manufacturer narrative:
Updated: h6 (component code, investigation findings, investigation conclusions). Added: h6 (type of investigation). Based on further investigation performed by the engineers, there is no evidence that supports or confirms the failure mode is associated to a manufacturing or design defect. As a part of the manufacturing process, the units go through the assembly process of the bushings. Also, all units go through a final inspection where the balloon is visually inspected, and for inflation and deflation, the catheter is inspected for obstruction or restricted tube, for hub / shrink leakage and for bushings and tip leakage.

Manufacturer narrative:
Added: d4 (expiration date), h4 (device manufacturer date). The manufacturing records were reviewed and there is no indication of a related nonconformance; all process parameters were met and inspections passed successfully.

Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental. Report will be sent with the investigation results. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during use in one patient with these two vascular catheters, the balloons could not be deflated (medwatch # 32448 and medwatch # 32453). Patient demographics unable to be obtained. There was no allegation of patient injury. The devices were available for evaluation. As a summary, two medwatch reports will be submitted one for each device (medwatch # 32448 and medwatch # 32453).